Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of no audio output. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report the patient had a hypoglycemic event leading to a black out and a head on collision while driving on (B)(6) 2015, and he did not recall his receiver alarming him of his low. Paramedics arrived the patient's blood glucose was tested and was under 20. The first time the patient recalls hearing his receiver alert him was approximately 45 minutes after the accident when he was in the ambulance. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss consciousness. However, a root cause cannot be determined for the report of no audio output from the receiver, hypoglycemia, or loss consciousness.